Event description:
Boston scientific was notified of the following through a user-facility medwatch report: the gdc coil separated from its deployment wire while being placed into a cerebral aneurysm. When the delivery wire was examined, it was noted that the weld which attaches the wire to the gdc coil was the separation point.